Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined the cause of the reported issue was due to a shorted diode, designator cr20.

Event description:
The customer contacted physio-control to repot that their device will not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the power pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to repot that their device will not power on. There was no patient use associated with the reported issue.